Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full pacer functionality testing without duplicating the report. A system interconnection flex cable was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed no pacer related errors. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.